Event description:
This is a patient with juvenile idiopathic scoliosis, who was found on x-ray to have broken pedicle screw in the caudal aspect of her fusion construct as well as progression of her scoliosis over the past several months. A decision was made to proceed with pedicle screw replacement and growing rod lengthening. There was no sequela to the patient as a result of the broken screw.